Event description:
Information was received indicating that during use of this smiths medical cadd legacy plus pump, the pump exhibited "no message" alarm. No patient injury reported.

Manufacturer narrative:
Device evaluation: one cadd legacy plus pump was returned for analysis. Visual inspection performed, and product found with no external damage. Event history log review was performed and found evidence of reported problem. Visual inspection and functional testing were performed. The customer?s problem was unable to be duplicated. However, the reported problem was confirmed in the event log. According to the investigation, the reported issue was caused by "defective downstream occlusion sensor or upstream occlusion sensor that detects cassette connection. In additional problems with parts on the cassette side that come into contact with the pump sensor. As a preventative, the pump downstream sensor was replaced, and upstream sensor re-calibration. The problem source of the reported problem is unknown.